Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was gablofen (baclofen) with an unknown dose and concentration. The reason for use was not reported. It was reported that the patient had a bacterial infection at the pump pocket site on (B)(6) 2019. Environmental/external/patient factors that may have led or contributed to the issue included the patient¿s father removed surgical sutures instead of returning to the surgeon to do so, as instructed. Diagnostics/troubleshooting included the surgeon took the patient in for exploratory surgery and found an infection and removed the pump. Interventions/actions that were taken to resolve the issue included pump and catheter explant. The product would not be returned to the manufacturer, as the customer discarded the product. The customer was not notified that the product should be returned because they were contacted after the explant. This surgeon plans to re-implant a new pump and catheter once the infection has cleared. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.